Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A review of the event was performed by an intuitive surgical, inc. (Isi) medical safety officer (mso): "the patient in this report underwent a pancreaticoduodenectomy and had multiple complications. This assessment and report is specific to the abscess and wound infection complication only. Although the original source of the infection is not reported, this complication is a well-known complication of performing a pancreaticoduodenectomy. And although the patient¿s comorbidities may have been contributing factors, this complication is probably related to the study (i.e. Da vinci) procedure. There is no evidence this procedure is related to the da vinci nor evidence this is related to the jura device or jura procedure." Additional patient information: height 173cm., body mass index (bmi) 21.7 kg/m2.

Event description:
A patient in a study underwent a da vinci and jura system-assisted pancreatoduodenectomy surgical procedure. Fifteen days after surgery, the patient developed a surgical site infection/abscess just below the laparotomy wound (seen on computed tomography (CT) scan). It was reported that a couple of stapling sutures were removed and the wound was flushed. A CT scan performed three days later showed that the abscess had been drained, but that the wound was still open and leaking fluid. Ten days after identification of the infection, the patient was still hospitalized and still on antibiotics (vancomycin, ceftazidime, cotrimoxazole) based on a wound swab and wound leaking fluid; antibiotics will continue at least two weeks with the option to prolong this depending on the clinic. The event is ongoing. Two days after the index procedure, blood was observed in a drain. A CT scan revealed an active hemorrhage originating from the small omental veins. The index procedure was completed without intraoperative complications, and no malfunctions were reported with the da vinci system, its instruments or accessories, or the jura system. The study investigator reported the event as mild, not a serious adverse event, a clavien-dindo grade I, possibly related to the patient's underlying disease status, not related to the study procedure, not related to the jura system, and not related to a da vinci device.

Manufacturer narrative:
Updated fields: g3, g6, h2, h6, and h11. Additional information: the patient still has an open wound because of the surgical site infection. Antibiotics are no longer being used. The wound is not infected but has not healed yet.

Event description:
Refer to h11 for follow-up information.